Manufacturer narrative:
Device was received with blank display due to moisture damaged electronic assembly on the electrical board. Unable to verify low battery alarm or failed battery test alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test and blank display. The customer¿s blood glucose level was 152 mg/dl at the time of the incident. Customer stated that they tried new battery and troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.